Manufacturer narrative:
(B)(4). Results: cross contamination was identified as a potential cause. Conclusion: (B)(4). An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual (B)(6) results rate was detected on march, 2009. The investigation revealed the most probable cause for the increase rate of (B)(6) results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the (B)(6) samples leaving the assay prone for false (B)(6) results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.

Event description:
The customer was performing a correlation study as part of the change control procedure in the lab, and was comparing architect havab-m patient results generated from an older reagent lot and a new reagent lot. The customer noticed some discrepancies between the two lots where four patient samples generated inconsistent results. The customer provided an example of discrepant results: (B)(6). Repeat testing with another reagent lot: (B)(6). No impact to patient management was reported.